Manufacturer narrative:
Suspect device for system 2 is the coaguchek test strip.

Event description:
Caller states the pt tested 1.6 inr and 2.2 inr on coaguchek test systems 1 and 2. Caller is unsure which strip lot produced each result. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system 1: meter, strip lot 419a, exp 3/08, cat/3116247. Coaguchek test system 2: meter, strip lot 303a, exp 10/07, cat/3116247.